Event description:
This report was received as a result of an article published in the san francisco examiner dated 9/12/1999. News article reports that pt suffered post operative infection due to use of vicryl suture. News article alleges the pt had stomach surgery and also reported having hypobaric chamber treatment.